Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep mentioned that the patient had a lead revision but kept the same battery. The rep reported that no further information was collected.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.